Event description:
The device was received with the explant report form mentioning electrode array migration which might have occurred during a ear cleaning procedure. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation of received parts did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea due to undetermined reasons. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A device was received at hq on 10.jul.2023 with the device explant report form mentioning electrode array dislocation. The user was reimplanted on (B)(6) 2023. Further information has been requested.